Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
The patient contacted baxter's technical service center regarding a high drain 101 alarm (indication that the patient drained greater than 200% of the maximum prescribed cycle fill volume), which occurred on the homechoice (hc) during use during drain 1. The home patient (hp) stated he turned the hc on and high drain 101 was displayed. The technical service representative (tsr) reviewed the programming. The hc was programmed for continuous cycling peritoneal dialysis/intermittent peritoneal dialysis with a fill volume of 2300ml, a last fill volume of 1900ml, and a dextrose setting of different. The initial drain volume was 11ml. The patient had an ultrafiltration (uf) of 3436ml. The drain 1 uf equaled 2572ml, meaning the patient drained 4872ml on cycle 1. The largest prescribed fill volume equaled 2300ml. The patient stated he had no discomfort. The initial drain alarm setting was 0ml. The patient's last fill on the hc for the prior therapy was with extraneal and equaled 1897ml. The tsr explained why this happened. The patient wanted the tsr to call the registered nurse (rn). The tsr contacted the rn about the issue. The patient had told the rn that he was empty the day before which was not what the therapy log indicated. The rn had changed the initial drain alarm to 0ml because of what the patient told the rn. The rn gave permission to change the initial drain alarm to 1600ml. The rn did not think there was a machine issue, just a programming problem. The tsr called the patient back and corrected the initial drain alarm with the patient. There was patient involvement but there was no patient injury indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported high drain 101 alarm. The rn stated that the issue has been resolved and that the patient has not had any problems since. The patient is continuing therapy on the cycler successfully. The rn stated the patient has not reported any other drain volumes or symptoms that meet increased intra-peritoneal volume (iipv) criteria (defined as a drain volume of more than 160% of the largest prescribed fill volume). There was no patient injury or medical intervention associated with this event. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.